Event description:
An image reading was performed by a medical director at depuy synthes. He stated " I reviewed the complaint report and x-ray images. I can¿t comment on the ¿osteomyelitis¿ description from the provided x-ray images.¿

Manufacturer narrative:
Device is used for treatment, not diagnosis. Event date: unknown due to nature of event. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿hto¿ referenced in initial report refers to high tibial osteotomy. ¿crp¿ referenced in initial report refers to c-reactive protein. ¿wbc¿ referenced in initial report refers to white blood cell. ¿esr¿ referenced in initial report refers to erythrocyte sedimentation rate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient suffered from open fracture at the right lower leg in (B)(6) 20 years ago. From the result of the blood test before right hto (crp 0.06, wbc 4300, neutrophil 53.9%, esr 10) the presence of infection seemed deniable. At the second operation (B)(6) 2010, there were pus formation around the tomofix plate, but this abscess was separated from the artificial bone (osferion) by scar tissues. Therefore, the surgeon removed the plate only and antibiotic was administered. Judging from the patient's past history, there was a possibility of residual osteomyelitis and recrudescence of the osteomyelitis by using metal implants. Another surgery is scheduled because the c-reactive protein (crp) is increasing month by month. This is report 9 of 9 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.